Manufacturer narrative:
Correction: d9; h3 the device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that the device was hot during a case at the user facility. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Event description:
It was reported that the device was hot during a case at the user facility. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Full UDI is unknown due to missing catalog and serial number, device unknown.